Event description:
It was reported that via remote transmission, non-sustained rv oversensing due to far field p-wave oversensing was noted on stored egm. No patient symptoms were reported. Programming change was made and a successful dft test was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.